Event description:
The technician alleged the bed exit and brake not set do not have an audible alarm. No injury reported.

Manufacturer narrative:
The technician replaced the brake switch assembly to resolve the issue.